Event description:
As reported by the user facility: event #2: reports two of the caps leaked. The leaks were through the middle of the cap, and not at the connection to the syringe. This did lead to chemo spills and loss of drug.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report #(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If a physical sample is received or if add'l pertinent info becomes available, a follow up report will be filed.